Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fbf instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The instrument was found to have damage of the conductor wire¿s insulation. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks are 0.160¿ - 0.327" in length and were not aligned with the tube axis. These failures are most commonly caused by mishandling/misuse.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the instrument had broken wires. The procedure was completed with no reported injury.